Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for blood glucose levels below 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time, which was off by a half hour. The reservoir volume matched the amount of insulin in the reservoir. However, the daily totals did not match with the basal and bolus delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.